Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a ped3 pipeline stent had complications at six month follow up. The event resulted in permanent injury. There is low flow in the internal carotid artery (ica).  The patient was orginally treated for an unruptured, saccular aneurysm in the ica.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the vessel tortuosity was normal. The patient is stable and had no symptoms. Conservative t reatment was taken to resolve the event. The device was prepared as indicated in the IFU. The procedure had no complications. Post-implantation control of the device was carried out with a satisfactory response. A control examination was carried out after implementing the device and it was found that the device had edge stenosis. A possible cause of the event was the patient not using antiplatelet medication.